Event description:
A customer contacted beckman coulter, inc (bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxi 800 access immunoassay sys for a single pt samples. An initial accu tni result, obtained from a plasma sample was 1.7 ng/ml and 0.37 ng/ml upon a reflex test. A 2nd plasma sample collected and rec'd into the lab at the same time as the 1st one gave an initial result of 1.0 ng/ml and 0.47 ng/ml upon reflex test. A third sample (serum) collected from the pt following the event gave accu tni result of 0.07 ng/ml. Based on available info, the erroneously elevated results were reported out of the lab. No report of confirmed death, injury, or change to pt treatment occurred as a result of this event.

Manufacturer narrative:
Qc was within specificationas prior to and after the event. No fatal flags were associated with the results in question. Customer did not report that any errors were posted to the event log. The event was isolated to the samples from this pt. The samples one and two were plasma, collected in lithium and sodium heparin tubes respectively. The 3rd sample was serum. Collection details were not supplied. The customer stated to a customer technical svc (cts) they did not believe the issue to be an instrument related and declined svc. Based on available info, no further issues were reported from this account to date regarding acu tni performance. Pre-analytical variables may have contributed to this event. However, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.